Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: ball head impactor damaged. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per). Event summary: it was reported that a ball head impactor was used during surgery to remove a stuck maxera trial head. During the use the impactor broke. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Additional information has been requested and is currently not available. Devices analysis: visual examination: the ball-head impactor attachment has been returned for an investigation. It has fractured at the threaded area and the metal threads broke off. Moreover, it shows deformations at the area which is supposed to be in contact with the head during application. Review of product documentation: inspection plan: characteristic ¿angle 20°¿ with scope of testing: aql 2.5. Means of inspection: 2d -projektor. Characteristic ¿radius r10¿ with scope of testing aql 2.5 iso 2859-3. Means of inspection: visuell. Characteristic ¿thread m10 (helicoil)" with scope of testing aql 1.0 iso2859-1. Means of inspection: thread plug gauge. Characteristic "material radel r 5000/5500" with scope of testing: 100%. Means of inspection: visuell. Surgical technique: the surgical technique states regarding the usage of the impactor: ¿locking of the head by means of a light hammer blow on the reduction lever¿. Clinical evaluation reports (cer ): the cer states regarding the reported instrument: ¿the head impactor is intended to impact, in assembly with the repositioning lever, a head onto a neck/stem.¿ root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance not possible, a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient not possible, according to material compatibility specification the material has been tested. Moreover, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as the instrument has been used to remove the stuck trial head. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as the instrument has been used to remove the stuck trial head. Instrument breaks or deforms due to off-label / abnormal-use possible, as an off-label use (impactor attachment used to remove the head) has most likely caused the reported broken thread and the observed deformations. Instrument breaks due to degradation of material due to cleaning and sterilization possible, as the instrument has been manufactured in 2011, it might have experienced many sterilization cycles. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The visual examination confirmed that the impactor broke at the threads. An off-label use has been preformed when trying to remove the stuck trial head with the ball-head impactor. These impactions have most orobably caused the deformations on the hemisperical surface as well as the fracture at the threads. The reported instrument 78.00.38 is not designed to remove heads from stems. The cer states regarding the reported instrument: ¿the head impactor is intended to impact, in assembly with the repositioning lever, a head onto a neck/stem.¿ however, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The device history records were reviewed and found to be conforming. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a ball-head impactor attachment was used on (B)(6) 2017 to remove a stuck head. During that use the impactor broke. The surgeon had to use straight handle to complete the surgery. No harm or injury to the patient reported. No piece remained in body. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.